Event description:
A customer reported that their pump battery would not charge, even when left plugged into a working wall outlet for at least 30 minutes. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). The caller was using a tandem charging cable and attempted charging through various outlets and adapters but was unsuccessful. Technical support instructed the caller to put the pump into storage mode and arranged for a replacement pump, with the problematic pump to be returned via a prepaid label within 10 days. The customer reverted to manual injections for insulin therapy.